Event description:
Patient death - family member found pt deceased in bed, pt had decannulated. Vent was not alarming. Unsure how long pt had become disconnected before family member had found pt. Further info received from report source, family members did say the audible alarm sounded, but there is discrepancy on when it did alarm, mentioning a possible delay before the alarm sounded. Family member stated the vent did not ring at first and when they heard it the pt was cyanotic.